Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient came into the emergency room for low flow alarms. The log file captured low flow events on 11jun2026 and 12jun2026. There are also several low flow flags which did not persist long enough to trigger low flow alarms. These occurred at times when pulsatility index (pi) was elevated. There did not appear to be any type of mechanical circulatory support (mcs) equipment issues causing these events. The pump log files were unremarkable. The device(s) operated as expected. The patient was considered to be therapy related. The patient was anemic. Rehydration and a blood transfusion was done which resolved the issue. The cause of the alarms/events was said to be due to hypovolemia.